Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. The tip, balloon, markerbands and hypotube were microscopically inspected. Functional testing was done by attaching an inflation device filled with water to the hub of the sterling balloon catheter. When pressure was applied, a pinhole was found in the balloon material, at the distal edge of the markerband. Inspection revealed numerous kinks in the hypotube. Inspection found the rest of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.